Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Visual examination: the targeting guide was returned for investigation. The mentioned nail in the event description has not been returned. The visual examination of the targeting guide shows minor wear particles on the connection surface between the nail and the targeting guide. No other abnormalities can be seen on the targeting guide. A functional test was performed. The functional test with a cm asia nail (ref:47-2493-182-13, lot:2626396) and the affected targeting guide shows that the function of the returned targeting guide is given. The assembly between nail and targeting guide did not show any issue. Review of product documentation: the assembly of the cm-asia nail onto the targeting guide is mentioned in the surgical technique. Conclusion summary: only the targeting guide was returned for investigation. The visual examination and the functional test did not show any abnormality of the targeting guide. The function of the barrel was not affected. The function of the targeting guide is given. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. No product issue identified. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that it was detected during kit inspection, that the nail could not be assembled with the znn, cmn targeting guide, (B)(4). In the case at hand, no patient was involved as it was detected prior to the surgery.

Manufacturer narrative:
Additional information received on november 22, 2016 the manufacturer received the device, investigation is ongoing. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is: (B)(4). Under investigation.

Event description:
It has now been reported that the exact date of the event is (B)(6) 2016.